Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant in site 2 patient stated in lots of pain after placement. Will redo implant at a later date.